Event description:
Consumer is reporter who states that his sister referred him to an attorney's office to file a claim against this device but he was denied by the attorney's office from filing his claim, because there was no documentation that the device broke and required immediate surgical intervention. The reporter feels that the device probably is broken, since following surgical implant, the patient detected significant nerve damage. He states that his right groin area is numb to include his penis. He has unsuccessfully attempted to be re-evaluated by the surgeon. This has required a 2 hour drive between two states, only to be told on 3 (three) separate occasions that the doctor had been called out on an emergency. Reporter states that the device looks like a round piece of mesh and it's purpose is to impede re-development of the hernia. He feels that by now, even if the device is broken, that muscle and tissue have intertwined itself around it. He remains in constant pain and only gets relief by ingesting oxycodin every 4hrs.